Event description:
During a gastrectomy procedure, the surgeon installed the device on the handpeice and the 440 stud suddently broke. Changed to use electrosurgery device to finish the procedure. There was no reported patient consequence.